Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn´t close (caught on). No further information. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged antibackup. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed 5 clips, finally it locked out as intended. However, the antibackup mechanism was noted non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the antibackup lever was found to be worn out. This condition is unrelated with the event reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).